Event description:
Additional information indicated that this lv lead had dislodged, which resulted in the lead explant. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the laboratory did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.